Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient underwent posterior lumbar fusion at l2-l3 due to degenerative disease. Intra-op, tip of driver broke. Driver's fragment remained within screw in the patient body; however, did not impede rod and set screw placement. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual, microscopic and hardness test was performed. Visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.